Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode is bridge to device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Manufacturer narrative:
This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode is bridge to device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode is bridge to device replacement. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) discussed safety mode is bridge to device replacement. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This pacemaker has not been returned for analysis. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.